Event description:
It was reported the pump failed to provide insulin as needed, resulting in incorrect insulin dosage while blood sugar levels were rising. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.